Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported gladius mg14 pv es guide wire was returned for evaluation. Missing of the tip was confirmed on the returned guide wire. The fractured coil was elongated for approximately 13cm from the proximal solder that was originally located at 30mm from the tip. Along with elongation of the coil, the outermost polymer jacket was torn off. The core wire was found fractured at approximately 24mm from the proximal solder. Microscopic observation revealed that the core wire was twisted proximal to its fracture end, indicating torsion had caused the core wire to fracture. The coil was also twisted proximal to its fracture end and had a flat fracture surface, indicating torsion had caused the coil to fracture. A plaque-like foreign object was attached to the fracture end of coil. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated in attempts to cross the calcified lesion had most likely contributed to fracture of both core wire and coil of the gladius mg14 pv es guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was caught and restricted its movement by the lesion. Elongation of the coil and tearing of the polymer jacket were likely occurred during removal (in addition, the inner coil was likely detached from the core at the same timing). It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi gladius mg14 pv es guide wire was used for angioplasty to treat the anterior tibial artery. The wire tip got lodged in a branch of the anterior tibial artery of the left leg, on trying to withdraw the wire, it was apparent that the high density radiopaque tip was not returning with the wire, and presumed to be broken off and left behind. The rest of the wire was retrieved without difficulty. Angiography confirmed the anterior tibial artery remained patent, with no significant change in appearance from pre-intervention angiograms. No immediate risk to the foot.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that tensile stress generated with wire removal had likely contributed to the reported tip separation of the gladius mg14 pv es guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was caught and restricted its movement by the side branch which was likely calcified or very small. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]; observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation of the guide wire.